Manufacturer narrative:
E1: (B)(6). E1: name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: ca zip code: 91325-1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an event on (B)(6) 2026 in which the infusion set tape did not adhere properly due to perspiration, resulting in hyperglycemia, which was treated with an insulin pen.